Event description:
Information previously reported regarding por condition also reported in manufacturer report # 3004209178-2012-09364. Any future follow up regarding the por condition will be conducted in MFR. Rep. #3004209178-2012-09364, and if any additional information regarding the revision and related pain and burning will be reported under this MFR. Rep. #3004209178-2012-09089.

Manufacturer narrative:
Product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type lead product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type extension product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was not able to adjust their stimulation. It was noted that the patient saw the "call your doctor" icon on the screen and a power on reset (por) condition occurred. It was further noted that the patient saw this por message after his revision surgery on (B)(6) 2012. It was further reported that the patient's implantable neurostimulator (ins) migrated to the upper right 3rd rib after being "hit by a big wave" in (B)(6) 2012. The patient experienced "pain and burning" around the right rib area and noted "separated skin" around the rib area. It was indicated that the patient experienced pain in this area from the revision surgery, but he did not have pain anymore.